Event description:
It was reported to the MFR that physician is upset with the amount of infections or incorrectly placed vns devices he was seeing soon after implant surgeries in his pts. He wants to discuss the exact implant procedure with a well-versed vns surgeon. It is unk what types of infections the pt experienced and if cultures were tested to confirm infections. The names of all the pts, when they were implanted or explanted, location of infections and product info are unk. Good faith attempts to obtain add'l info have been unsuccessful to date.